Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer received a cartridge alarm 19 when attempting to load two cartridges. Although the contact indicated that this event did not impact the blood glucose (bg) level, the customer's bg level had been as high as 400 mg/dl with a small level of ketones. The contact thought that the bg level was due to the customer being stressed due to a test and muffins that were consumed at breakfast. A bolus was delivered to address the high bg level. The customer was to continue to use the pump to manage diabetes.